Event description:
The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg. The cause for the reported issue is unknown. No pump issues were identified. The customer reverted to an alternate method of insulin therapy.